Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there were several issues with the pump. The customer stated that there was a battery out limit, weak battery and low battery alarm from the pump. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer was assisted with a self-test. The customer stated that the test passed. The customer was advised to monitor the pump.

Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected battery out limit alarm anomalies were noted. No unexpected external ram crc or unexpected restart error alarm anomalies were noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
It was reported the customer was hospitalized on (B)(6) 2016 for low blood glucose.